Event description:
It was reported that the gastrointestinal videoscope had black screen when connected to the stack. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - phone number: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, the screen turns black with no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.